Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
PMA/510(k)number, of the initial medwatch report indicates: k103567. PMA/510(k)number, of the initial medwatch report should indicate: k142430.

Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported failure was due to an integrated circuit (ic) chip, designator u15 on the system pcb assembly, having bad solder joints. This integrated circuit (ic) chip, designator u15 on the system pcb assembly, having bad solder joints, caused the device controls to be unresponsive after boot-up. A replacement device was provided to the customer under warranty.

Event description:
The physio-control service representative reported that the ECG and therapy functions on his device were not working and that the device's speed dial was inoperative. The device was reported to power on and off automatically and no data could be downloaded from the device there was no patient use associated with the reported event.